Event description:
The customer reported that the device failed to discharge during a cardioversion procedure using pads. The reported symptom occurred while in use on a patient. There was no patient harm.